Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire¿ guidewire was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2017. According to the complainant, during the procedure, the core wire was broken after exploring the duodenal papilla several times. The procedure was completed with a new jagwire¿ guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned guidewire revealed that the tip was detached and the core wire was slightly exposed. In addition, the tip was broken at the distal tip section. The broken part was not returned for analysis. The device body does not present kinks or any additional failures. The body was in good condition. The complaint is consistent with the reported event of core wire broken and distal tip detached. It is the most probable cause that complaint was caused by handling of the device, degradating the tip before the procedure and generating a softer tip on the device. Therefore, the probable cause of this complaint is handling damaged. There is an investigation in place to address distal tip related issues.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6) 2017. According to the complainant, during the procedure, the core wire was broken after exploring the duodenal papilla several times. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.